Event description:
The technician alleged that the head of the bed would not lower with cardio pulmonary resuscitation is pulled. No patient impact.

Manufacturer narrative:
The technician found the bolt for the cardio pulmonary resuscitation weldment was loose. The technician tightened the bolt for the cardio pulmonary resuscitation to resolve the issue.